Event description:
Healthcare professional reported " mild pain for a long time. Usg and MRI was requested". This record relates to left side. Device has been explanted. Diagnosis report states "2 cm thick fluid was observed around the prosthesis on the left. At this level, a distinct defect could not be distinguished, although there were folds on the edges".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening and flat creases. A weight test of the device was verified and the device was within specification . A microscopic analysis was performed which identified one sharp opening and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp edge opening in the side posterior assessed as unidentified (tear) opening. Creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported " mild pain for a long time. Usg and MRI was requested". This record relates to left side. Device has been explanted. Diagnosis report states "2 cm thick fluid was observed around the prosthesis on the left. At this level, a distinct defect could not be distinguished, although there were folds on the edges".